Manufacturer narrative:
According to the customer, on (B)(6) 2024 during a vaginal exam the speculum broke inside the patient when it was "inserted and opened". The customer reported after the speculum broke the provider removed the broken piece with "an instrument". The customer reported the patient is doing "fine" and the procedure was able to be completed. The customer reported there was no serious injury, medical intervention, or follow up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 during a vaginal exam the speculum broke inside the patient when it was "inserted and opened".